Event description:
Received lot 1 box of nasal tubing cannulas that are white in color. We had received another box less than a month ago and the tubing and cannula is clear. There are some inconsistencies in the degree of white color (almost looks like powder color) throughout the cannula tubing. On july 15, 2017 received product, previously received a single case (box) with this similar white color tubing. It was returned to carefusion.